Event description:
Caller reported that the pump battery would not charge even after trying different outlets, cables, and adaptors. There was no reported impact on the customer's blood glucose level at the time of the event. Technical support decided to replace the pump, providing instructions on returning the problematic device, but received no information from the customer regarding backup insulin therapy.